Manufacturer narrative:
The UDI # is not available as the part and lot number was not provided. Exemption number e2019001. The device were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint devices was not provided. The reported death is listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information available, a definitive cause for the reported death could not be determined in this case; it is possible that patient conditions contributed to the reported patient effects; however, this cannot be confirmed. The reported death was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. The additional adverse patient effects referenced are being filed under a separate medwatch report. Literature: "one-year outcomes after mitraclip for functional mitral regurgitation". [(B)(4)].

Event description:
This is being filed to report death. It was reported through a research article identifying mitraclip devices that may be related to the following: recurrent mitral regurgitation, chronic renal failure, prolonged hospitalization, and death. Specific patient information is documented as unknown. Details are listed in the attached article, titled "one-year outcomes after mitraclip for functional mitral regurgitation". No additional information was provided.

Manufacturer narrative:
(B)(4).